Manufacturer narrative:
The reported events of insulation damage, noise resulting in oversensing, low pacing impedance and low sensing were confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood and tissue. A visual examination of the lead revealed an external abrasion breaching the outer insulation exposing the outer coil proximal to the suture sleeve tied down impression. The cause of the reported events was isolated to external abrasion consistent with friction to the device can. Electrical testing performed and revealed an open circuit due to a broken outer coil in the abrasion region.

Event description:
Additional information received indicated low sensing and low impedance were observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition. Additionally, lead insulation damage was observed on the ra lead during the explant procedure.

Event description:
It was reported that noise resulting in oversensing was observed on the right atrial (ra) lead. Abbott technical support was contacted and confirmed the reported event. Lead damage was the suspected cause of the event, however, this was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.